Event description:
The customer reported that she spilled the cidex opa. It was spilled when she was cleaning the area and closed a drawer and the container that the cidex was in toppled over and the opa got into her shoes and stained the top of her feet. There were no physical complaints reported.